Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received frozen display and all buttons was unresponsive. Customer¿s blood glucose level was 6.2 mmol/l. Customer reports the time clock did not advance. Customer reported that the screen was not completely blank and no alarms occurred during or after the time that the buttons were not responding. Customer stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change and insert battery alarm appeared on insulin pump screen. Customer also reported that buttons was responsive during the call but caller stated that the time was not advancing. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The device was programmed with correct time and date. Device was monitored and no time loss/gain noted. (B)(4).